Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and exhibited high out of range pacing impedance measurements. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.